Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - incorrect method of deploymentthe customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while positioning the device up against the artery wall, the clip was deployed too fast which resulted in the clip being deployed in the tissue tract. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.